Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection and evaluation additional findings were as follows: crack on the focus ring and rusty, there was no sense intermittent of the switch depression for the button white balance due to a worn-out switch board, there was a missing caution label, up mark (white dot) on the video scope connector, and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k camera head showed error e116 (camera control unit malfunction) during preparation for use for the intended procedure. There were no reports of patient harm or impact associated with the reported event. Patient identifier (B)(6) captures related event on the visera elite video system center (model: otv-s190).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "e116" occurs when otv-s400 is malfunctioning. It is likely that "e116" error occurred because the facility¿s otv-s400 malfunctioned. However a specific cause could not be identified. Olympus will continue to monitor field performance for this device.